Event description:
Resident being transferred from chair to bed via invacare rpa600 mechanical lift, and 3-person assist, when machine swival bar bolt broke causing the resident to fall to the floor. Resident assessed at facility and then at emergency room. Resident treated for back pain and soft tissue injury.